Event description:
It was reported that the pt was initially activated on (B)(6) 2013. He was being seen for programming and was complaining of decreased performance since (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.